Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the user was amputating the uterus and took a huge bite of the tissue causing the probe on the thunderbeat handpiece to break off. The probe piece was retrieved. The procedure was completed with a different but similar device. There was no pt injury.

Manufacturer narrative:
Olympus followed up with the reporter to obtain more info regarding this report but there was no further info provided. The subject device was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.